Manufacturer narrative:
Case-(B)(4).

Manufacturer narrative:
It was reported that, after a thr surgery had been performed on 2004, in the course of progressive inlay wear a fracture of the acetabular component and osteolysis in the region became apparent. The adverse event was addressed with a revision surgery on an unknown date. The ti-shell bicon-plus sz 4 (13212) and bicon-plus pe insert std (B)(6) non-cem (75003546) were replaced and the osteolysis was filled with cancellous bone. The devices used in treatment were not returned for investigation. An evaluation of the complained devices could therefore not be conducted and the reported failure mode could not independently be confirmed. Based on the limited information provided, a thorough medical assessment could not be performed. A review of the complaint history revealed no additional complaint for the batch in question. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. The device was manufactured in 2003. The ifus (lit. No. 12.23 ed 05/16 & 12.07 ed 01/03 ) lists fracture as a known possible side effect resulting from a hip arthroplasty. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based limited information provided, the reported failure mode could not be confirmed. A relationship between the reported event and the device cannot be confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Due to insufficient information it is not possible to speculate about factors which could have contributed to the reported event. The root cause for the reported dislocation is attributed to a known inherent risk of the device. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, after a thr surgery had been performed on 2004, in the course of progressive inlay wear a fracture of the acetabular component and osteolysis in the region became apparent. The adverse event was addressed with a revision surgery on an unknown date. The ti-shell bicon-plus sz 4 and bicon-plus pe insert std 4/28 non-cem were replaced and the osteolysis was filled with cancellous bone. The condition of the patient is unknown.